Event description:
A p154 biliary stent was hand-crimped onto the same balloon catheter used to predilate the target lesion site in the pt's saphenous vein graft to the obtuse marginal artery. The sds was advanced to the target lesion site but would not cross the lesion. In response, the sds and guidewire were withdrawn as one unit to the iliac; however, the stent became dislodged from the balloon catheter and embolized to the distal peripheral vasculature. No reported attempts were made to retrieve the stent. Subsequently, another sds was used to successfully deploy a stent at the tls.